Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-2325bcc swivelock eyelet falls of the tip of the inserter and the anchor break. This was discovered during a procedure on (B)(6) 2023. All broken fragments were retrieved from inside the patient.

Manufacturer narrative:
The complaint is not confirmed based on the customer provided photo, which displays the anchor and eyelet disassembled from the driver. It was also noted that the anchor has visibly been used. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.